Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock due to post-sensed t-wave oversensing. In addition, the r-wave amplitude was decreased. The device was reprogrammed to resolve the issue. The patient was stable and will be monitored.